Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock connection unscrewed multiple times. The user reported multiple blood glucose (bg) values (204 mg/dl, 279 mg/dl, 280, mg/dl, and the 300's mg/dl). The user addressed bg level by changing the cartridge/infusion set and delivered a bolus via the pump. Reportedly, the contact stated that the luer lock connection was straight and tight prior to the events. However, the contact also stated that they were not turning the luer lock an addition 1/4 turn.